Manufacturer narrative:
The unit passed the self-test, basic occlusion test, and displacement test. There were no missing segments or motor error alarms. The motor was tested outside of the device and passed. However, the unit could not be primed during the prime test due to a faulty force sensor resistor. The unit had a cracked case at the display window corners, cracked battery tube threads, and a minor scratched lcd window.

Event description:
The customer called in to report several motor error alarms and cosmetic damage. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.